Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: loose - suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, when the device was retracted above the skin level, the suture was loose. The device was removed and a starclose se device was used to achieve hemostasis. There were no reported patient adverse effects. No add'l info was provided.